Manufacturer narrative:
The lot was manufactured between december 03, 2019 - december 04, 2019. Two (2) actual samples were received for evaluation containing 163 and 200 ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed in the two (2) units and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown day of (B)(6) 2020. (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors failed to deliver any contents during patient infusion. The devices were filled with 13500mg piperacillin/tazobactam in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.